Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the front panel switches do not work and the front panel light emitting diodes does not glow, were caused by a failure of the main board. As well the no image is displayed on monitor screen from digital visual interface output event occurred due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the front panel switches on the video system center were not working. The issue occurred during routine maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.